Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02 on channel a, interrupting delivery. There was no patient involvement. No additional information is available. This device is a remediated colleague infusion pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 808:02 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. The device has been previously sent into service for the reported condition of "fc808:02".